Event description:
This device was returned without oos documentation from medtronic. Per medtronic, the device was replaced with a medtronic maxima ICD on (B) (6) 2009. The following physician's office has not seen patient since 2005 and has no additional information. There are no complaints associated with this device. Based on the analysis of the device, we have determined this is a reportable event.

Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The device status was eri with an interrogated battery voltage of 5.65 v. Despite of the 30 documented charging cycles, the eri condition was premature after an implantation time of 56 months. During the analysis, it was noticed that the ICD measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the ICD was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. This does not influence the functionality of the ICD. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eri was activated prematurely because the voltage measurement of this ICD had underestimated the voltage of the battery.